Manufacturer narrative:
The issue was isolated to the display pcb. The display pcb was replaced. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.

Event description:
It was reported to covidien that the unit's display is not lighting up all the way. Covidien investigation verified the unit display was missing segments. There was no patient harm.